Event description:
Tibial baseplate was deemed to be lose but it was discovered during the procedure the base plate was broken. Tibial baseplate implanted (B)(6) 1998. Tibial insert changed (B)(6) 2006.

Manufacturer narrative:
An event regarding fracture of a duracon baseplate involving a duracon insert was reported. Visual inspection: material deformation, burnishing, and third-body indentations were observed on the articulating surface. These indications are commonly identified damage modes in uhmwpe inserts and are consistent with in vivo use. The distal side contained third-body indentations and post-fracture material damage. Conclusion: based on the provided information, there is no indication or allegation that the insert reported in this investigation contributed to the event. The baseplate within this pi will undergo investigation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Tibial baseplate was deemed to be lose but it was discovered during the procedure the base plate was broken. Tibial baseplate implanted (B)(6) 1998. Tibial insert changed (B)(6) 2006.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown insert component. A supplemental report will be submitted upon completion of the investigation.